Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who guided them through inspecting and cleaning the pump's pneumatic tap area. The customer successfully attached and loaded the cartridge, allowing insulin therapy to resume without further issue.